Event description:
A malfunction alarm was reported, identified as malf 9 with a fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the issue reappeared, which the customer understood and acknowledged.